Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2021-01627, 1627487-2021-13003. It was reported the patient experienced ineffective therapy with their scs system. In turn, surgical intervention may take place at a later date to address the issue.